Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v125944, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4)

Event description:
The patient was implanted for urinary dysfunction. The consumer reported that the therapy had become less effective gradually over time. Eventually the patient met with the manufacturing representative and told him that the implant battery was junk. The patient had not been able to go to the bathroom by himself 4 out of 6 times a day and now it was only about once a day and the patient had to use a catheter otherwise.